Event description:
The customer reported that the bsv (blood sampling valve) of the coulter lh 780 hematology analyzer was leaking fluid into the drip tray. The customer stated that green colored fluid was noticed in the drip tray while performing weekly maintenance on the instrument. The volume of the leak is unknown but the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield, and gloves at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to the customer's site. The fse discovered that the leak was not coming from the bsv, but was instead coming from the black rinse block on the probe wipe assembly. The fse removed and installed a new probe wipe assembly which did not work properly. The fse then cleaned, repaired, and reinstalled the old probe rinse block on the probe wipe assembly. Repair was verified per established procedures and results met published specifications. Results: failure mode of the leak is attributed to the black rinse block on the probe wipe assembly. Beckman coulter internal identifier for this report is (B)(4).